Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr (B)(6) was placing a 9.0 x 100mm iliac screw. There was a large degree of torque and the driver tip broke off in the screw being implanted. Dr (B)(6) removed the screw with the driver tip from the patient. He then implanted a new screw. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). One (1) viper navigated poly-axial driver (product code: 2797-34-000n, lot #: gm4338401) was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located approximately at the driver¿s distal tip. The second half of the tip was not provided for this analysis. Device was then sent to michael toto, a senior research engineer for fracture analysis. The fracture analysis revealed evidence of plastic deformation at the hex-lobes and torsional shear markings following a circular pattern indicating that the probe underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the tip breaking of two 5.5 viper univ poly driver. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.